Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system was exhibiting an intermittant loss of capture when the ICD is programmed to < 5.0 volts. Lead impedance measurements have remained stable and patient is not symptomatic with the loss of capture. The nurse could reproduce the loss of capture or oversensing when the patient took a deep breath.